Event description:
It was reported that during a procedure the console prompted error 58, system cannot lase. The customer checked the key switch, footswitch and the emergency stop button. The system was restarted, however, the error message persisted. The procedure was not completed due to this event. There were no serious injuries reported. This event is being reported for procedure aborted.

Manufacturer narrative:
The console was not returned for analysis; however, this unit was serviced at the facility by a field service engineer (fse). The fse powered on the console system without any errors and upon checking the optical alignment, it was normal. The console was checked for leaks, and none were found. The aiming beam intensity was normal. All readings were within factory specs and the system was returned in working order. Based on this information, the reported event is not confirmed. The fse found no issues with the console. Based on the information available, and console analysis results, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a procedure the console prompted error 58, system cannot lase. The customer checked the key switch, footswitch and the emergency stop button. The system was restarted, however, the error message persisted. The procedure was not completed due to this event. There were no serious injuries reported. This event is being reported for procedure aborted.